Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A review of the lot record was not possible as no lot number was provided. This report is the final report being submitted by vasorum unless otherwise requested by the FDA. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up.

Event description:
It was reported that on (B)(6) 2020 a patient underwent a left leg angioplasty which was performed via a right common approach with a 6f sheath. At the end of this procedure a 6f celt was used to close the arteriotomy. The operator felt that the deployment steps were normal but upon release of the implant from the delivery system, pulsatile bleeding was noted. X-ray fluoroscopy showed the implant had embolized to the right profunda femoris. Manual pressure was applied for 20 minutes to achieve haemostasis. Following this it was noted that the patient's pulses were normal when checked. Furthermore the patient had no symptoms of ischemia or claudication of the leg. The implant was left in-situ in the profunda femoris and was not retrieved. The patient made a good recovery with no further complications reported or interventions required. The patient was discharged on time the same day.